Event description:
It was reported to philips that the motorized geometry movements of the system were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis procedure and the procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the motorized geometry movements of the system were unavailable. Review of the log files showed motor assembly application error. Upon troubleshooting, the fse found that the motor cable connectors on the driver/controller were loose. The fse placed the cables ends correctly to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.